Event description:
It was reported while using bd luer-slip syringe with the bd precisionglide¿ needle there was a broken barrel. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel - 1ea.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-jan-2023. Our quality engineer inspected the 1 sample for lot 2106879 submitted for evaluation. The reported issue of barrel cracked was confirmed upon inspection of the sample. Analysis of the sample showed that the barrel of the syringe was cracked. Bd determined that the cause of the failure was attributed to our manufacturing process. One of the components of our manufacturing machines became loose, causing the syringe to not sit properly during transfer to the next stage of manufacturing. While it was being transferred to the next stage, the barrel got stuck on the production line and eventually cracked. Actions have been taken to ensure preventative maintenance is performed on the suspect component of the manufacturing machinery. This action was performed after the production of this batch. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported while using bd luer-slip syringe with the bd precisionglide¿ needle there was a broken barrel. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel - 1ea.